Manufacturer narrative:
Investigation included user education and troubleshooting focused on exercise use and infusion set management. Investigation of this case revealed user technique contributed, specifically not disconnecting the infusion set during exercise. It was concluded that the device functioned as designed and the event was related to use conditions. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that the patient, on day three of an ilet replacement, exercised without disconnecting or pausing the infusion set and experienced low blood glucose to 42 mg/dl. Symptoms included hypoglycemia. Outcomes included temporary low glucose that resolved after oral fast-acting carbohydrates, with glucose recovering to 142 mg/dl and the duration of low glucose under 90 minutes.